Event description:
It was reported that the user's blood glucose was reading "high" with no numeric value displayed after being disconnected from the ilet system for a few hours. A capillary reading before showering was 250 mg/dl, and the caregiver subsequently reconnected the ilet infusion set and cartridge, after which glucose improved to 234 mg/dl, with education provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, but a usage problem was identified consistent with improper or incorrect procedure or method involving the user not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.